Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported a change in therapy with stimulation in an undesired location for a trial patient. The patient was experiencing stimulation in the bladder following a programming session. The rep noted having tried all groups and programs independently, and all targeted the bladder (and somewhat legs), but not in the back. It was later reported that it was believed that the lead had moved on the third day of the trial. The rep was unable to reprogram to get stimulation in the back, and it was just felt in the bladder. The trial stimulator had been removed. It was noted that the patient was taking medication for their bladder and this event did throw it off a little bit but the physician was not concerned. The patient has recovered from the procedure and was back to baseline.